Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Jess wise, mohammed sbeih, zoha ahmad, ashish agarwala, farhad anoosh, arif ahmad. Comparison of early perioperative outcomes of robotic assisted bariatric surgery vs laparoscopic bariatric surgery in a center of excellence. Surgical endoscopy, volume 39, pages: 4608¿4614, 2025, https://doi.org/10.1007/s00464-025-11852-9. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study comparing results of robotic versus laparoscopic bariatric surgery included 5,690 cases completed between 2011 to 2023. Laparoscopic tri-staple reinforced reloads were used for creation of the gastric sleeve in the laparoscopic sleeve gastrectomy procedures. Laparoscopic tri-staple reinforced reloads or competitor products were used to create the jejunojejunostomy in robotic cases. In the laparoscopic roux-en-y gastric bypass cases, tri-staple was used for gastrojejunal anastomosis and jejunojejunostomy creation. It is unknown what handpieces were used in this study. Additional branded products were used but not related to adverse events. Adverse events included anastomotic or staple line leak. Readmissions were reported. Comparison of early perioperative outcomes of robotic assisted bariatric surgery vs laparoscopic bariatric surgery in a center of excellence: jess wise, 2025, surgical endoscopy.